Event description:
Carpentier classic ring was implanted in 2009 in mitral position. Para valvular leaks showed after some time. These were treated with occluders (2). This caused a central leak of grade iii+. Sapien xt via transapical procedure was to be implanted into carpentier ring in mitral position. Physicians made the decision to implant a 29mm sapien xt. During deployment, the ring sutures were torn apart and everything dislodged. Immediate surgery was needed and bioprosthesis was implanted in the mitral position. It was confirmed that the recurrent regurgitation was disease related and not due to a ring malfunction.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review cannot be done because the serial number remains unknown. It is unknown if the device will be returned. No additional information has been provided.